Event description:
It was reported that during cleaning the foot control device had "a tear in the cord and the color coded wires inside the cable were exposed". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. This was due to mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.